Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported there was "intermittent connection" during use with the cable. There is no report of any patient consequence or impact as a result of the issue. No other details provided.

Manufacturer narrative:
The returned device was evaluated. The investigation revealed an open in the cable on the green conductor, along the length of the cable. The "sensor off patient" error message was displayed.